Event description:
It was reported that during a routine in clinic follow up, this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. The lead configuration was noted to be programmed rv coil to right atrial (ra) coil to can. Measurements returned to normal limits of 80 ohms upon reprogramming the lead configuration to rv coil to can. The root cause was not known and the physician plans to continue monitoring at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.